Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens entered the patient's eye with force causing a posterior capsular tear. The lens was then implanted into the sulcus.

Manufacturer narrative:
A photo was provided of the device. The clarity of the photo is poor. It cannot be confirmed upon magnification if viscoelastic is present in the device. The lens does not appear to be present in the device. The position of the plunger would indicate the plunger is in a retracted position. Due to the clarity of the photo it cannot be determined if the device is damaged. The product investigation could not identify a root cause. It is unknown if the qualified viscoelastic was used. The photo provided does not show the iol or if viscoelastic or damage is present. It is difficult to make a final determination without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only the injector device was returned loose in a bag. The plunger was oriented correctly. The lens stop was removed and not returned. A small amount of viscoelastic is dried in the device. The lens was not returned. The product investigation could not confirm a root cause for the complaint. Only the device was returned. No damage was observed to the device. The position of the lens during advancement cannot be determined because the plunger was retracted upon return, and the lens was not present in the device. The root cause of the delivery difficulty may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the device. If the device is underfilled with viscoelastic this will result in inadequate coverage of the lens and lens fold path with ovd. The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). It is unknown if the qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is: (B)(4).